Event description:
Customer reported unregulated flow of bumex. Reporter stated that the nurse changed the IV tubing and bag of bumex. A new administration set was primed, a new 100 ml bag of bumex (10 mg/100 ml) was hung as a primary and programmed for 1 ml/hr. Programming was confirmed by second nurse and the infusion was started. The nurse reported that after 5 minutes, the pump alarmed for air-in-line. The nurse responded to the alarm and noted the 100 ml bag of bumex was empty. She evaluated the administration set and connections for leaks, and none were detected. The device was removed and sent to biomed. Additional monitoring of the pt's vital signs was performed and one additional electrolyte measurement was required. The pt did not experience any abnormalities and remained stable following the event. No additional event details were available.

Manufacturer narrative:
MFR's report date: 10/09/2009. The device was received. Investigation is not complete. A follow up report will be submitted with any relevant info. The administration set was discarded by the customer.